Manufacturer narrative:
G4: 08oct2019; b4: 09oct2019. The field service engineer was informed by the customer when doing a follow up, that replacing the blower resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had an error message of blower temperature high in the diagnostic report (drpt). The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
Customer contacted technical support (ts) stating that unit had an error message of blower temperature high in the diagnostic report (drpt). The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.